Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿failed patient side occlusion" was confirmed. On 28-jan-2026, lvp was received unboxed and with paperwork. Patient side occlusion test could not be executed on the lvp due to a faulty pressure transducer. Defective material from supplier. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center replace the upper pressure transducer. Failure investigation report uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.